Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a backlight anomaly. The customer's blood glucose level was unknown. The customer was assisted with the troubleshooting. The customer stated that the backlight was not working it was dim, sound was low and rewinds slow. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No moisture damage on the lcd board, mother board, interface board, radio frequency board, motor, vibrator motor, battery tube assembly during visual inspection and no back light anomaly noted. (B)(4).